Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during unspecified shunt angioplasty, the fox plus balloon ruptured at 5 atmospheres during the first inflation. The balloon was removed and the procedure was completed using another, unspecified dilatation balloon. There was no adverse pt effect. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.